Event description:
The patient presented with an aneurysm of the left popliteal artery. It was intended to treat the aneurysm with a gore® viabahn® endoprosthesis with propaten bioactive surface. It was reported that the vessel was prepared and the viabahn® endoprosthesis was advanced and placed according to the protocol. The viabahn® endoprosthesis deployed smoothly, except for the last millimeters at the cranial end where it did not expand. Eventually, by harder traction of the deployment line, it expanded fully. But due to the pressure the viabahn® endoprosthesis moved and slight dislocation was noticed. Reportedly the deployment line did not came off the viabahn® endoprosthesis after full deployment. In order to remove the deployment line from the patient the physician fixated the viabahn® endoprosthesis with a support catheter and pulled the deployment line, whereupon the device moved to proximal and deformed. It was reported that the physician then made a short powerful pull and the deployment line finally detached from the viabahn® endoprosthesis. Because of the severe dislocation and angulation of the viabahn® endoprosthesis a complete relining was necessary, which was sucessfull. It was stated that the patient outcome is o.k.

Manufacturer narrative:
B5: updated event description. H6: code-10: two delivery catheters were returned of evaluation. The following observations were made: the delivery catheters appeared unremarkable. Based on the device examination performed, no manufacturing anomalies were identified. H6: code-4112: the hospital has shared pre-op images with gore for evaluation. The images provided do not allow for evaluation in relationship to this event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The device remains implanted in the patient. The delivery catheter was returned for investigation. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device remains implanted in the patient. The delivery catheter was returned for investigation. The investigation is ongoing.

Event description:
The patient presented with an aneurysm of the left popliteal artery. It was intended to treat the aneurysm with a gore® viabahn® endoprosthesis with propaten bioactive surface. It was reported that the vessel was prepared and the viabahn® endoprosthesis was advanced and placed according to the protocol. The viabahn® endoprosthesis deployed except the last millimeters at the cranial end where it did not expand. Eventually, with some pressure, it expanded fully. But due to the pressure the viabahn® endoprosthesis moved and some displacement was noticed. Reportedly the deployment line did not came off the viabahn® endoprosthesis after full deployment. In order to remove the deployment line from the patient the physician fixated the viabahn® endoprosthesis with a balloon and pulled the deployment line, whereupon the device moved to proximal and deformed. It was reported that the physician then made a short powerful pull and the deployment line finally detached from the viabahn® endoprosthesis. Because of the displacement and the deformation of the viabahn® endoprosthesis a complete relining was necessary. It was stated that the patient outcome is o.k.